Event description:
Caller reported two alarms: alarm 2 and alarm 26. The caller did not provide information regarding any impact on the customer¿s blood glucose level. There was an occlusion issue, and cts instructed the caller on several steps to resolve it, including disconnecting and re-tightening tubing and delivering boluses, but the occlusion alarms persisted. It was determined that the blockage was in the cartridge, not showing a ball of insulin. The customer did not reuse insulin from the old cartridge. Humalog insulin was used. The customer changed the necessary supplies and resumed insulin therapy. Although the customer expressed distrust in the pump, it was not replaced because it was out of warranty.